Event description:
The customer reported the light pipe burnt a patient. The customer stated that the facility has not been dropping the output to 10 lumens while the probe is in air. The customer also noted in the returned questionnaire the light output is at 100%. Per operator's manual, page 3.2, caution: avoid prolonged operation of any fiber optic illuminator probe in air at output settings higher than 10 lumens. This may result in tip deformation of plastic fiber optic illuminator probes. This information was sent to the customer. Additional information received stated the patient had burned "tenons" and the patient's outcome is okay.

Manufacturer narrative:
The company service representative examined the system, and could not duplicate the problem. The system was checked; it met all product specifications, and was returned to service. The light pipe was returned for evaluation. Investigation including root cause analysis is in progress.